Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2018. During the procedure, the right ventricular lead would not sense or pace. The lead was removed. The patient was stable throughout. No further information was provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.